Event description:
It was reported that post percutaneous coronary intervention procedure, in-stent restenosis, chest pain, and dyspnea occurred. In (B)(6) 2011,the subject presented due to complaints of increasing dyspnea on exertion, intermittent sharp pain in the chest and intermittent mid sternal chest pressure , shortness of breath which was subsequently diagnosed as unstable angina (braunwald classification-unknown) and was referred for cardiac catheterization. The index procedure was performed. Target lesion #1 was a de novo lesion located in the left main coronary artery with 75% stenosis and was 6 mm long with a reference vessel diameter of 4.6 mm. Target lesion #1 was treated with pre dilatation and placement of a 4.00 mm x 8 mm ion stent delivery system. Following post dilatation, residual stenosis was 0 %. The subject was discharged on aspirin and ticagrelor. In (B)(6) 2013, the subject was presented due recurrent chest pain and dyspnea which was diagnosed as left main disease and aortic stenosis. The subject was hospitalized on the same day. On the fifth day, 75% focal in-stent restenosis in the left main coronary artery at distal end of previously placed stent was treated with a bypass graft done from left internal mammary artery to left anterior descending artery and also underwent aortic valve replacement to treat the proximal aortic stenosis. On the seventh day after the surgery, the event was considered resolved without residual effects and the subject was discharged on same day.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: the device has not been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).